Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the firing rod was extended all the way, and would not retract (see photos). Functional testing could not be done due to the state of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Advanced firing rod was observed completely advanced, and the cover tube was found to be easily separated from the rotation collar of the stapler, indicative of broken tube housing. The cover tube was pulled out in order to evaluate the tube housing; the tube housing was broken. The condition of the instrument received was only replicated by applying force to the tube; it would snap at the base of the tube. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic resectioning procedure, the reload of the device was articulating instead of firing. The surgeon forced the reload to fire by adjusting the articulation knobs manually however, after the reload fired, the surgeon was unable to remove it from the tissue. To correct the issue, the surgeon resected additional tissue to remove the reload. This caused permanent, unanticipated tissue loss. There were no further injuries, and surgical time was not extended by 30 minutes or more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.